Event description:
It was reported that the patient experienced diaphragmatic nerve stimulation one day post implant. It was also noted that the right ventricular (rv) lead exhibited high thresholds, non capture, doubled impedance, and diminished r-waves. It was determined that the lead had dislodged. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.